Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a scheduled procedure. During the procedure, it was discovered that the right ventricular lead exhibited oversensing and loss of capture. It was noted that the lead dislodged. The physician was attempting to remove the thread and at that point may have been when the lead damaged. The lead was removed and replaced. The patient was in stable condition.